Event description:
Consumer is an insulin dependent diabetic. They use a paradigm 512 pump and quick set infusion set for their medication. They report that when using the machine the insulin is not being distributed to their body. In turn their blood sugar levels are very high, creating a life threatening situation. They have been using the machine since 2004, each time experiencing the same results. They also relate that they were not advised on the proper use of the prduct.